Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
During verification testing at the service center, the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code.